Manufacturer narrative:
Upon follow up, it was reported that eight days prior to the receipt of this report, the patient was recovered from the events and antibiotic treatment for peritonitis was stopped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (500mg, ongoing, route and frequency were not reported) and ceftazidime injection (250 mg, ongoing, route and frequency were not reported) for the peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.